Manufacturer narrative:
Result of investigation: vyaire field service went onsite replaced the gde (gas delivery engine). The o2 (oxygen) cell was tested to another unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer troubleshoots the device tried multiple new o2 (oxygen) cells and replaced o2 (oxygen) pigtail to gde (gas delivery engine. The ventilator is showing either 15 or under fio2 (fraction of inspired oxygen). Technical support was working with the customer to resolved the device issue. Seems like the ventilator needs a new gde (gas delivery engine). Technical support will double check the o2 (oxygen) and cell before swapping. Gde (gas delivery engine) needs to be ordered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator o2 (oxygen) is not registering. The customer confirmed that there is no patient involvement associated with this reported event.